Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 23mm valve in the pulmonic position underwent a valve-in-valve procedure after an implant duration of approximately 7 years due to stenosis. The tpvr was performed with a 26mm 9600tfx transcatheter valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was learned that a patient with a 23mm 3300tfx aortic valve in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 7 years, 5 months due to stenosis. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including implant position and patient age at time of implant.

Event description:
It was learned that a patient with a 23mm 3300tfx aortic valve in the pulmonic position underwent a valve-in-valve procedure after an implant duration of 7 years, 5 months due to stenosis. The patient presented with decrease in endurance during exercise. The tpvr was successfully performed with a 26mm 9600tfx transcatheter valve. Patient was stable at the end of the procedure.

Manufacturer narrative:
Added information to a1, a2, b5, d1, d4, g4, h6.